Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited an increase in right ventricular (rv) lead impedance measurements since implant. At implant, pacing impedances measured 500 ohms and thresholds measured 1.6. Six months ago, impedances measured 1147 ohms and thresholds measured 1.9 now impedances are measuring 1647 ohms and thresholds measure 2.7. The field representative was wondering when a lead safety switch would be triggered. Technical services discussed when a safety switch would occur and raising the upper limits. The field representative was going to raise the limit to 2500 ohms and re-program the device. All other impedances were noted to be stable and there were no observations of noise. At this time, the device and rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited an increase in right ventricular (rv) lead impedance measurements since implant. At implant, pacing impedances measured 500 ohms and thresholds measured 1.6. Six months ago, impedances measured 1147 ohms and thresholds measured 1.9 now impedances are measuring 1647 ohms and thresholds measure 2.7. The field representative was wondering when a lead safety switch would be triggered. Technical services discussed when a safety switch would occur and raising the upper limits. The field representative was going to raise the limit to 2500 ohms and re-program the device. All other impedances were noted to be stable and there were no observations of noise. At this time, the device and rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced successfully. No additional adverse patient effects were reported.